Event description:
It was reported by brand manager, cementless hips, that a revision surgery had to be realised by the surgeon from (B)(6), after pain had been felt on the hip of the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.